Event description:
It was reported that the implant at the site # 44 lost integration and was removed. Loss of integration.

Event description:
It was reported that the implant at the site #44 lost integration and was removed. Loss of integration.